Event description:
It was reported the ECG was noted to have pacing spikes and no capture. Possible sensing difficulty was also indicated. A connection issue or lead fracture was suspected. Additional information was later received reporting the patient presented to the emergency room after a syncopal spell caused him to lose consciousness. A surface egm showed a long pause. The patient was transferred to another hospital for further examination, where normal impedances and capture thresholds were found, and the pauses previously observed could not be reproduced. The physician decided the pauses were caused by ventricular oversensing of noise, due to lead fracture. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.